Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed due to stretched angle wires. The evaluation also confirmed foreign objects in the nozzle. In addition, a pinhole in the forceps channel, chipped a-rubber adhesive, a discolored connector from water, a shaved suction cylinder, and scratches throughout the device were also found. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, an angulation malfunction on the evis lucera gastrointestinal videoscope. Upon inspection and testing of the returned unit, a foreign object was inside the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was bigger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.